Manufacturer narrative:
Visual inspection of expedium 5 x 35mm polyaxial extended tab screw revealed that the head, saddle, and body had been completely separated from one another. Indications were observed suggesting that the saddle had been swaged. The saddle showed signs of abrasion on the screw head side. A DHR review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis found no emerging trends. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient developed an infection and was brought in for a revision surgery to clean, debris, and inspect. The surgeon determined the infection to be localized unilaterally and on one screw in particular with migration to the two screws proximal and distal. He decided that the best course of action was to remove the hardware unilaterally. Upon removal of the hardware it was discovered that 2 screws were defective, the heads had come detached from the shank. It was unclear as to when the screw heads had become detached. However, the sales rep believes the surgeons think the heads became detached prior to the revision surgery and they were discovered in the surgery. These two screws were not screws that contained infection. The construct was t3-l2 and the 2 screws came from r t9 & t8. The following mfg medwatch reports are being filed for the three screws that were involved in this event: mfg medwatch report no. 1526439-2014-11396 (infection and migration); mfg medwatch report no. 1526439-2014-11397 (first screw with screw head separated from shank); mfg medwatch report no. 1526439-2014-11398 (second screw with screw head separated from shank).

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.